Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the pediatric patient developed a skin reaction with an infection. The patient developed redness and inflammation under the sensor patch. Prior to sensor insertion the area was cleansed with soap and water. On (B)(6) 2023, the patient¿s parent consulted a physician who prescribed an unspecified pediatric oral antibiotic medication for the infection. At the time of the report, the parent stated the reaction site healed after the course of antibiotic treatment. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).